Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (age<21yrs). Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -6.5/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.